Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that a customer's adc device was no longer charging as a result, the customer was unable to obtain readings. The customer was provided insulin, glucagon, and/or other medication from a third party for treatment and no further details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported that a customer's adc device was no longer charging as a result, the customer was unable to obtain readings. The customer was provided insulin, glucagon, and/or other medication from a third party for treatment and no further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on returned reader. No issues were observed. Reader did not power on with button depression, test strip insertion or usb cable insertion. Visual inspection was performed on usb and charging cable. No issues were observed. Visual inspection was performed on power adapter and no issues were observed. The returned reader was de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.